Event description:
Air bubbles were reported in the infusion set tubing between the t:lock and the patient during pumping, not during the load sequence or tubing fill. There was no adverse impact to the customer's blood glucose level. The customer was educated on disconnecting at the t:lock, which could introduce air into the line, and advised to perform the cartridge air removal step before filling. After following these corrective steps, the customer reported that large air bubbles no longer existed and was able to resume insulin therapy.